Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('he was my removal doctor') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have vitamin d decreased ("low vitamin d issues"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal and vitamin d decreased outcome was unknown. The reporter considered medical device removal and vitamin d decreased to be related to essure. Concerning the injuries reported in this case, the following once were described via social media: vitamin d decreased. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. The case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.